Event description:
It was further reported that the error message instructed the customer to wipe the camera head. There was a delay in the procedure due to the camera head requiring cleaning and replacement. The customer noted that only the camera body was inspected, the camera head was inspected after use.

Manufacturer narrative:
This supplemental report is submitted to provide additional event-related information and the results of the legal manufacturer's investigation. Update to section b5. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. An investigation was unable to determine a definitive root cause. However, based on the results of the device evaluation and the available information, it was determined the likely cause of the reported problem of "e216, scope communication error" was due to failure of the video function due to corrosion on the connector contact.

Event description:
The customer report to olympus that during a therapeutic procedure there was a noisy image issue and error "e216" occurred while using the hd 3cmos camera head. There was no patient harm associated with the event. The intended procedure was completed.

Manufacturer narrative:
The device was returned and evaluated. The evaluation found the following: the connector was corroded and cracked; cable was twisted; focus ring cracked and the scope mount was worn with appearance defects noted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.